Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a connection failure with the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). The rv lead was inserted into the connector of the device, but it failed to deeply insert. After that, it was unable to be removed. As the physician pulled it by force, the rv lead tip was damaged. The rv lead tip could not be removed from the device and only the inside coil was extended. The rv lead was then removed. The physician suspected that when the lead was connected, it was a little tilted and may have been the cause of the event. The rv lead and device were not used and replaced with a new lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. The connector pin of the lead became extrinsically damaged/broken due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted (stretched) due to pulling/stret ching/overstress. Visual summary analysis of the lead indicated damage at implant.